Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the power switch has a short circuit. Associated malfunction for this device: rex roth valve not shifting, pilot valve leaking.